Event description:
The customer reported via phone call that the insulin pump had under delivery. Customer reported his blood glucose (bg) value was high but the bg value at the time of event is unknown. The customer also reported that the insulin pump had issues and stated that the meter has not been connecting with the mobile device. Customer also stated he went through a x-ray machine recently and he just found out that he was not suppose to. The customer declined to troubleshoot. The customer will discontinue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged possible under delivery anomaly, no com pump to mobile-unresolved, and high bg's found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. The test p-cap locks properly into the reservoir compartment. No under delivery anomalies noted during testing. The pump was connected to an I-phone and samsung device and connected successfully. Pump's history and trace files downloaded successfully using thump software and carelink reports generated successfully. In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 62.5 u at 02/28/2022 at 00.00.00, and 74.5 u at 03/01/2022 at 00.00.00. Pump was cut open to perform visual inspection and found moisture damage in the battery tube, and moisture damage on the lithium battery and pcba 1. The following were noted during visual inspection: scratched case, corroded battery tube, and pillowing keypad overlay. Possible under delivery anomaly was not confirmed during testing. No com pump to mobile-unresolved was not confirmed. Unable to verify customer's complain of high bg's. Moisture damage confirmed on the lithium battery, pcba 1 and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.